Event description:
Customer reported receiving battery failed alarm. No damage was reportedon battery cap contacts or battery compartment. Customer continued toreceive battery failed alarms after inserting new batteries, restartingpump, and using a replacement batt cap. Advised customer that pump willbe replaced.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Found no failed battery test alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces. Pump alarmed a pump error 63 alarm (variable #: 15) on the event date of 05-jun-2024 at 18:34:21.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, missing display window/cover, keypad overlay texture damage, pillowing keypad overlay, and label damage. Failed battery test alarms were not confirmed. Pump error 63 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.